Event description:
It was reported to boston scientific corporation on (B)(6), 2009 that a hydra jagwire guidewire was used during a bile duct stone removal procedure performed on (B)(6), 2009 (patient gender, age and weight are unknown). According to the complainant, during the procedure, the physician removed bile duct stones by using an olympus basket and an extractor balloon. After removing bile duct stones by switching of the devices several times, the physician felt resistance while inserting the device into the scope. The physician removed the device from the scope and found that the tip of the hydra jagwire was peeled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received indicates that no portions of the wire fell into the patient.

Manufacturer narrative:
Device evaluation: visual inspection was performed and the dream and jag end coated urethane tip section were examined. Urethane tips exhibits evidence of being present, intact, and properly coated. When hydrated, the coating feels smooth, consistent and lubricious. No anomalies were observed. The entire length of teflon sleeve (ptfe jacket) was examined. It was noted that the ptfe sheath exhibit evidence of being damaged thereby exposing the core wire approx. 1 cm proximal from the dream end section. Upon closer examination, the ptfe jacket surface indicates that the coating surface had come into contact and rubbed against a heated object dissipating several sections. Except where noted, the specimen appears visually correct, the incident device does not present any indication of manufacturing defect or anomaly. Based on the evidence presented by the returned incident device, there is a high likelihood that the most probable cause for the failure reported was cause or contributed by another device. (B)(4).

Event description:
It was reported to boston scientific corp on (B)(6), 2009 that a hydra jagwire guidewire was used during a bile duct stone removal procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the physician removed bile duct stones by using an olympus basket and an extractor balloon. After removing bile duct stones by switching of the devices several times, the physician felt resistance while inserting the device into the scope. The physician removed the device from the scope and found that the tip of the hydra jagwire was peeled. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).